Manufacturer narrative:
Device evaluation: the intraocular lens preloaded insertion system was received by the manufacturing site for investigation. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens was received out of the insertion system. The pushrod was observed advanced to the cartridge tip. Visual inspection at 10x microscope magnification was performed. The cartridge tip was deformed. The lens was broken in pieces. A portion of haptic was observed stuck at the cartridge tip. The customer reported a pcb00 issue as a broken haptic that occurred during the insertion into the eye. Based on the inspection result the complaint issue reported was verified. Manufacturing record review: the manufacturing po was evaluated and the devices were manufactured within specifications. The units were released according to specification. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting a pcb00 intraocular lens with a preloaded inserter, the haptic was amputated by the inserter (haptic broke). An incision enlargement was required to remove the lens from the patient's eye during the same procedure. The lens was replaced with a model zcb00 iol.